Event description:
During the pulsed field ablation atrial fibrillation procedure, there was a procedural delay. There was an issue initiating the magnetics. An attempt was made to reboot the amplifier, but the amplifier booted to a flashing orange. Troubleshooting included rebooting the amplifier again and disconnecting all the cables from the front of the amplifier, but the issue persisted. Everything was then disconnected except for the power and the amplifier was rebooted, which successfully got the amplifier back to a flashing green. All the cables were then reconnected and the amplifier booted to a solid green. The case was restarted, but the error message "unable to initiate magnetics" was still displayed. The amplifier was power cycled and the prs's came back online, but the amplifier began flashing orange again. In order to begin the case, the amplifier was replaced, but the issue was not resolved. After additional troubleshooting, it was determined that the ensite x field frame was the cause of the issue. About an hour was spent troubleshooting. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x field frame was received for evaluation. The field frame was connected, and communication was not established. There was a beeping sound and the prs sensors were not visible. Based on the information and investigation provided to abbott, the root cause was isolated to an abnormal functionality of the field frame. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.